Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day was 461 mg/dl with excess urination, extreme thirst, extreme drowsiness, nausea, symptoms of dehydration, and vomiting. The reporter noted the patient self-treated, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. No further troubleshooting was completed. This complaint is being reported because a pump malfunction could not be ruled out as a contributor to the reported health event.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.